Event description:
Pt was raised on a ranch and pt owned a ranch most of their adult life. Pt was a very hard worker and pt was hardly sick a day in their life. In 1990 pt had remarried and thought they needed to look younger, so they opted to get silicone breast impalnts. Pt had talked to a plastic surgeon and he told them they were safe and they would last pt's lifetime. He told them the only thing that would rupture them would be a car wreck or some other hard blow. So, in 1990 pt had mcghan silicone implants implanted. Pt had been working in clothing factory for three years at the time pt got the silicone implants. Pt loved their job and had never missed a day of work due to illness. Within four months of getting the implants pt noticed they were aching all over and had developed headaches. They went back to the surgeon who they had gotten the implants from and told him they thought they were making pt sick. He told pt they were listening too much to the media and he saw no reason to remove them. He said he seriously doubted the implants had anything to do with pt's illness. He told pt they had more risk from getting an infection from the explantation than the implants harming pt. Pt believed him and left them in. Pt became more ill and the headaches became almost unbearable. Pt missed work weekly. Pt started having such back pain with the headaches that they had to quit their job. In the next year pt had to have back surgery. Pt had become so ill that they were put on social security disability. In the mid nineties pt's nasal passages started burning and their nose was swelling shut, in addition to the horrible headaches. By then the headaches were so bad that pt had to go to ER with them. Their gp sent pt to a neurologist who did many tests and sent pt to an ent. Pt ended up going to three ents and having three sinus surgeries. They all told pt that something was inflaming their nasal passages. They told pt that if pt didn't find out what their body was reacting to, they couldn't help pt. Pt went to an allergist and he found no allergies. Pt told their spouse many times that they felt like they were being poisoned. Pt had the house checked for any toxins. Spouse checked the vehicles. By now, they were feeling much worse. They felt dizzy and nauseated over the next few years, pt went to many drs. Pt went to other facility and they told pt their illness had nothing to do with their implants. Pt went to another facility and they both told pt they had no idea what was wrong with them. Pt found all the drs that they went to, hedging around the silicone subject. It was like they didn't know what to say. So they just sent pt on their way. Pt was becoming so very frustrated and alone. The last two or three years pt became so ill they are almost bedridden. Their nasal passages burn all the time and their headaches are constant. Pt can hardly walk as their legs and feet swell and they ache all over. Pt is dizzy and nauseated. Pt has lost much of their short-term memory. Pt has developed an irregular heartbeat. Pt feels electric jolts shooting through their brain. Some times they feel like they will pass out. They sweat so badly day and night that they have to change bedding and clothes constantly. Over the last few years they have become intolerant of most chemicals. They can't consume or breath any chemical without becoming extremely ill. In june of this year, they finally decided they were going to die if they didn't do something. The drs were not able to help pt. They either weren't able to or were unwilling, due to their lack of the proper facts. Due to the chemical reaction, pt decided on their own that it was the silicone. Pt dosen't care how many drs told them it wasn't the silicone. Pt knows it is. In august of this year pt went to a very good plastic surgeon and she took the implants out. She found the left impant ruptured. She said there was very little silicone actually left in the case. The silicone had migrated down into pt's chest and into pt's lymph nodes. They described it as "a sticky mess". She also removed the lymph nodes with silicone in them. At that time she told pt "there was probably silicone in their liver, lungs and brain". The right implant was intact. Pt has no idea how long the left implant had been ruptured. Since pt is disabled and on medicare, pt had to pay for the explantation. Spouse had to take off from work to take pt and they lost 10 days of work. It costs them $15,000 for the surgery, gas, motels and loss of spouse's wages. Family used their saving to pay for the surgery and trip expenses. Pt feels they have lost the last 13 years of their life. If the dr had not told pt their illness was not caused by the silicone implants, pt would have had them out many years ago and could have saved much more of their health. It takes many years to test to see if a product is safe. Pt feels many of us have been the guinea pigs. And pt feels it is proven that silicone is not safe. It's too late to do much for people like pt, but let's please save the next generation. There are so many women out here suffering in silence and feeling lost, helpless and betrayed. Please do anything you can to stop the people from bringing their prescriptions back from canada because they were afraid the drugs weren't safe. How many people are claiming to be ill from that? Pt feels no one seems to care that silicone is poisoning women by the thousands.